Event description:
This is third of three reports (same pt, same product family, different product problems). This report is in regards to the 3rd accudrain (product ID:(B)(4); not draining from the buretrol to the collection bag). Note: it was not until (B)(6) 2015 that the customer reported that they had to change the evd accudrain system for the 3rd time. Linked to mfg report number: 2648988-2015-00035 (1st accudrain).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. Product was discarded by the customer. An investigation has been initiated based upon the reported information.